Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was receiving no delivery alarms during bolus and she was experiencing high blood glucose of 567 mg/dl. She noticed the cannula was only half filled with insulin. Customer stated the alarm was resolved by a complete set change. She declined troubleshooting.